Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned ise results for 1 patient sample tested for cobas 6000 c (501) module. Based on the data provided, the sodium (na) and chloride (cl) results were discrepant. The initial na result was 121 mmol/l. The repeat was 144mmol/l. The initial cl result was 129.7 mmol/l. The repeat was 104.2 mmol/l. The initial results were reported outside of the laboratory where the physician questioned the results and requested repeat testing. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The na and cl electrodes had been replaced on (B)(6) 2018. The reference electrode had been replaced on (B)(6) 2018. The cuvettes were replaced on (B)(6) 2018. Internal qc on the instrument was within the acceptable range on the day of the event. On 03-jan-2019 calibration and qc were acceptable and ise checks x30 passed. Precision testing was performed with a patient sample with passing results. The customer has had no other issues. The data provided do not suggest an instrument issue. The investigation did not identify a product problem. The cause of the event could not be determined.